Event description:
The rod separated.

Manufacturer narrative:
Examination of the returned product confirmed the complaint. The cause is attributed to misuse; appears the handle was used as an impacting surface separating the plastic component from the rod. A two-year search of the complaint database found no prior reports for this issue for this product code. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.